Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller alleges there is "condensed water" in the cartridge compartment under the plunger holder from the piston rod. The caller reportedly cleaned the cartridge compartment but the "condensed water" comes back again. No adverse event reported. Requested return of the alleged device for evaluation.